Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking. Per follow up information received via mail on 09sep2024, it was reported that the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement. Per sample evaluation results on 07jan2025, pumps make noise circulation and mixing pump, circulation pump needs to replace.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was the mixing pump. The device was evaluated. The mixing pump needed to be replaced since it was making noise. The mixing pump was replaced. The device passed all applicable testing and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking. Per follow up information received via mail on 09sep2024, it was reported that the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement. Per sample evaluation results on 07jan2025, pumps make noise circulation and mixing pump, circulation pump needs to replace.